Event description:
Event description guidant received information that this ventricular lead had noise. The pacemaker's lead safety switch feature had been triggered as there have been lead impedances greater than 2500 ohms for multiple weeks. The lead impedance is high in both unipolar and bipolar mode. Today the impedance was okay and the thresholds were good.